Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no known impact to the customer's blood glucose (bg) level. As the occlusion alarms had occurred in the past and supplies had been changed, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts educated the customer regarding occlusion alarms and where the blockages can occur. The contact stated that the customer had tried different types of infusion sets and did not observe any damage to any of the cannulas that were used during the occlusions. Additionally, the customer reported experiencing elevated bg levels during their third day of supply use. The bg level experienced ranged between 230-260mg/dl and a correction bolus via the pump was delivered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management and to change the supplies every 2 days to stay within humalog labeling. The customer reported that the pump would continue to be used for insulin therapy.